Event description:
I am writing to formally complain about the dexcom g7 continuous glucose monitoring (cgm) system and the significant issues I faced with the dexcom app while traveling internationally. As a patient relying on the dexcom g7 for continuous monitoring of my glucose levels, I encountered a situation that jeopardized my health and safety due to the restrictions dexcom has placed around its app when used in foreign countries. While I was traveling internationally, I had to redownload the dexcom g7 app due to an issue with my phone. Much to my dismay, I discovered that the app would not function properly in the country I was visiting because of region-based restrictions imposed by dexcom. This restriction made it impossible for me to monitor my glucose levels, leaving me in a precarious and potentially dangerous position. I understand that different countries have varying regulations regarding medical devices, but the global nature of diabetes management requires solutions that are available to patients wherever they may be. Travel is a common part of life for many individuals, and it is not unreasonable to expect that critical health management tools such as the dexcom g7 cgm system should be accessible without unnecessary restrictions, especially when the system is intended to help manage a chronic, life-threatening condition. The lack of access to the app also raises questions about dexcom's commitment to patient safety and the continuity of care. People with diabetes depend on the dexcom system to monitor their glucose levels and make critical decisions about their insulin use and overall health. Disrupting access to such an essential tool leaves patients vulnerable to health crises, such as hypoglycemia or hyperglycemia, that could be easily avoided with proper monitoring. It is deeply concerning that dexcom has allowed bureaucratic or regulatory hurdles to override the health needs of its users, particularly in emergency or travel situations. During my time abroad, I attempted to troubleshoot the app issue by contacting dexcom customer support, but the assistance provided was minimal and unhelpful. The representative explained that the app was restricted in the country I was visiting, and there was no workaround or solution offered to ensure I could access the cgm system while traveling. As a result, I spent days without the ability to accurately monitor my glucose levels, increasing my stress and anxiety during an already difficult situation. Moreover, I was forced to rely on manual methods for checking my glucose levels, which are far less efficient and reliable than the continuous monitoring offered by the dexcom g7. In addition to the health risks and inconveniences I experienced, I would like to highlight the potential legal and ethical implications of dexcom's restrictions on app usage. By preventing patients from accessing their cgm data while abroad, dexcom may be violating the fundamental rights of patients to manage their own health. It is alarming that a company would restrict access to critical health data without providing adequate alternatives, especially given the serious consequences of untreated diabetes. I strongly urge the FDA to investigate dexcom's practices and consider whether these app restrictions are in the best interest of patients who rely on continuous glucose monitoring for their health and safety. The FDA plays a critical role in ensuring that medical devices are both safe and effective, and I believe that dexcom's current policy regarding its app usage in the foreign count.